Event description:
Surgeon stated that the screw appeared to be broken on an x-ray 6-8 weeks post-op. Surgeon performed revision and at that time the screw was broken. Four corner fusion done in revision surgery.

Manufacturer narrative:
The original complaint was filed in 2008. At that time it did not appear to be a reportable event. Further information received two months later, however, made it clear that it is a reportable event. This explains the delay in reporting.